Event description:
The physician reported two hours after treatment with cosmoderm the pt presented with an "allergic reaction" at one of the treatment sites. Topical locoid cream and oral celastene were prescribed by the doctor.